Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken instrument. The articulating arm was broken as the top knob will not lock. Before surgery the articulating arm was in working condition. After sterilization, the instrument trays were opened and the surgeon attempted to prepare the articulating arm to attach to the lateral retractor. When the surgeon went to fully tighten down the black knob at the main elbow of the articulating arm, nothing would lock into place regardless of the fact that the black knob felt fully tightened. Surgery was originally scheduled as a two level lateral procedure. Only one level was completed because the surgeon needed to have an extra scrub tech in the room to physically hold the arm in place so that it would not collapse.

Manufacturer narrative:
The surgery was scheduled as a two day event. The first day was scheduled as a two level lateral procedure and the second day for a posterior fusion procedure with pedicle screws. When the surgeon did not complete the 2nd level lateral on day one, he decided he would revise his surgical plan to a tlif during the second day/stage of the surgery and complete 2nd level at that time. The returned arm was functionally checked. The arm fails to fully tighten when the knob is turned; the complaint is confirmed. The likely cause was determined to be wear from intensive use over time. A review of the manufacturing records did not identify any issues which would have contributed to this event.